Event description:
A malfunction occurred on a customer's pump, but no notable events were reported before the malfunction. There was no adverse impact on the customer's blood glucose level. The customer managed to reset the pump themselves after taking a picture of the malfunction code displayed. The customer was advised to continue using the pump and to contact support if any further issues arose.